Event description:
Pump declared alarm 20 during loading, with no adverse impact on the customer¿s blood glucose level. Although the customer waited as instructed during the load process, the cartridge alarm recurred, preventing the resumption of insulin therapy. Technical support assisted in loading a new cartridge and arranged for its replacement. The customer was instructed on placing the pump into storage mode and returning it with a pre-paid label and planned to use multiple daily injections as backup therapy until the new pump arrived.